Manufacturer narrative:
Analysis found that only portions of the bur were returned. Visually, the front hub was stuck inside a handpiece component. The inner shaft and the outer tube were bent until breakage occurred, and there were tool marks along the length of the bur. The outside diameter of the inner hub showed deformation. The inner hub outside diameter requirement is 0.330¿ / +-0.002¿ and measured 0.329¿ in the undamaged area and 0.367¿ in the deformed area which is out of specification. The hub bushings were gouged and there were striations on the outer diameter of the inner shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was blocked during the procedure. The bur was stuck inside the handpiece. A back-up device was used to complete the procedure. There was no patient impact or injury.